Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a crack to the light blue main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The sample evaluation confirmed there was no compromise to the sterile fluid path. The reported leak was not verified, however, the reported condition of crack was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was cracked which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.